Event description:
It was reported that the deep brain stimulation (dbs) patient experienced tingling and burning sensations while charging. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced tingling and burning sensations while charging. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy. Additional information received, revealed that a low impedance was detected on one of the dbs contacts. As a result, the device was reprogrammed to avoid using that contact. It was also confirmed that the firmware update for the system has been successfully completed.

Manufacturer narrative:
Block b5 and h6: additional information received and updated. A field safety notice fsn; z-1890-2024 was delivered to physicians in april 2024 communicating the potential for the vercise genus ipg deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.